Manufacturer narrative:
The patient had previously been undergoing online hemodiafiltration (hdf), but due to dialysis-related amyloidosis, treatment was switched to hemodialysis (hd) using lixelle. The patient was known to have unstable blood pressure with significant fluctuations. On (B)(6) during the first use of lixelle, the patient's blood pressure, which was usually around 100 mmhg, dropped to the 90s. However, dialysis was completed without any particular issues. On (B)(6) during the second use of lixelle, the blood pressure again dropped to the 90s. The patient reported a vague sensation of lightheadedness, described as "feeling floaty." After dialysis, the patient rested at the clinic for a while. Although the patient normally walks independently with a cane, they returned home in a wheelchair accompanied by staff on this day. On (B)(6) the use of lixelle was discontinued, and the patient was switched back to online hdf. Since then, the patient has remained stable without any reported issues. No abnormalities were found in the lixelle product itself. Although the drop in blood pressure was relatively mild (approximately 10 mmhg), the accompanying symptom of lightheadedness led to the judgment that the patient was unable to return home independently. This raised concerns about the possibility of cerebral ischemia. A review of the patient's medication list revealed several drugs that could potentially cause symptoms such as impaired consciousness or dizziness. These included: etizolam (0.5 mg): an anxiolytic agent known to cause drowsiness, dizziness, and fatigue. Amlodipine (5 mg): a calcium channel blocker that can lower blood pressure and cause dizziness or lightheadedness. Evocalcet (orkedia, 2 mg): a calcium receptor agonist associated with side effects such as hypocalcemia and qt interval prolongation. Sulfasalazine (azulfidine en, 500 mg): an immunomodulatory drug that may cause hematologic or hepatic side effects. All of these medications are primarily metabolized in the liver, and their metabolites are generally poorly removed by dialysis. For example: etizolam is metabolized via cyp2c9 and cyp3a4 enzymes, and its metabolites can affect the central nervous system, potentially causing drowsiness and dizziness. Amlodipine is metabolized by cyp3a4, and its metabolites retain vasodilatory effects, which may contribute to hypotension and dizziness. Evocalcet is metabolized into taurine and glycine conjugates, which can lower blood calcium levels and potentially lead to qt prolongation. Sulfasalazine is broken down in the intestine into sulfapyridine and 5-aminosalicylic acid, which are further metabolized in the liver and may cause liver or blood-related side effects. Due to their molecular characteristics such as high molecular weight, strong protein binding, and large volume of distribution these metabolites are not effectively removed by dialysis. Therefore, it is likely that the combination of lixelle's increased extracorporeal volume and the pharmacological effects of thesemedications acted synergistically or additively, resulting in the observed hypotension and lightheadedness. It s also worth noting that blood pressure reduction associated with lixelle use is a known and documented adverse effect in the product's package insert.

Event description:
On (B)(6) 2025 (first lixelle treatment) the patient's resting blood pressure was approximately 100 mmhg, but it dropped to the 90 mmhg range during dialysis. However, the patient experienced no subjective symptoms, and the dialysis session was completed as scheduled. On (B)(6) 2025 (second lixelle treatment) during dialysis, the patient's blood pressure again dropped to the 90 mmhg range, and the patient reported a vague complaint of feeling "lightheaded." Although the dialysis session was completed as planned, the patient was kept under observation in the clinic afterward. Normally, the patient is able to walk independently with the aid of a cane, but on this day, a wheelchair was used for discharge, accompanied by hospital staff. On (B)(6) 2025 (discontinuation of lixelle) lixelle was discontinued, and dialysis was resumed using online hdf. No hypotension or subjective complaints were observed thereafter. MFR report #: 3002808904-2025-00018.